Manufacturer narrative:
Correction: updated from (B)(4) to (B)(4). A visual inspection was performed and no visual non-conformance's were identified. Upon exam, no product issue related to the reported event was found with this product; therefore, this is a concomitant product.

Event description:
A physician reported a denali contoured rod became disengaged post-operatively. During revision surgery three everest rod connectors were found to be loose. The three everest rod connectors have been captured in separate reports."

Event description:
A physician reported a denali contoured rod became disengaged post-operatively. During revision surgery three everest rod connectors were found to be loose. The three everest rod connectors have been captured in separate reports."